Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found a tiny piece of the trocar he was using came off and was on top of the patient's liver. This was quickly retreived and removed. Surgery continued without any issues and the patient is fine.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 412944l weckvista access balloon port 12mmx100mm for investigation. Only the obturator was returned. The rest of the device (the port assembly) was not returned. The obturator was returned with a small piece of blue plastic that was loose. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the obturator appears typical. No damages were observed to suggest that the loose piece of plastic broke off from the obturator. The plastic piece most likely broke off from the port assembly that wasn't returned. Since the port assembly wasn't returned, it could not be determined where the piece of plastic broke off from or why it broke. Reference file (B)(4) for investigation photos. The reported complaint of "broken piece" was confirmed based upon the sample received. Only the obturator was returned. The rest of the device (the port assembly) was not returned. The obturator was returned with a small piece of blue plastic that was loose. No damages were observed on the obturator to suggest that the loose piece of plastic broke off from the obturator. The plastic piece most likely broke off from the port assembly that wasn't returned. Since the port assembly wasn't returned, it could not be determined where the piece of plastic broke off from or why it broke. Therefore, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the doctor found a tiny piece of the trocar he was using came off and was on top of the patient's liver. This was quickly retreived and removed. Surgery continued without any issues and the patient is fine.